Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system would not power on. The batteries and power conversion were replaced. The imaging system then passed the system checkout and was found to be fully functional. The power conversion was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. The enclosure power conversion failed bench test. Transistors q28 and q14 were found shorted. Analysis found that the reported event was related to an electrical issue. The batteries were returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. Visual inspection showed scuffs and scratches consistent with normal use. Bench testing was performed at normal room temperature. There was no expansion, leaking, fusing or corrosion. All battery trays failed bench testing. All batteries measured lower than 6vdc. All fuses passed and the batteries were at the end of their lifespan. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system would not power up. All the batteries and the power conversion were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the system was still plugged into the wall power, but the image acquisition system (ias) had no battery power. The battery indicator was flashing red and it would not power on. The site last used the system about a week ago, and as far as the radiologic technologist (rt) was aware, the system had been plugged in at least overnight. There was no patient present when this issue was identified.